Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from (B)(6) met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
False negative result(s). We got an email from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the kit from walmart, so this is an out of box issue. When the customer performed the test correctly the customer got negative covid result. The customer tested positive for covid 19 at the doctor's office the next day. The customer has thrown away the test cassettes. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Event description:
False negative result(s). We got an email from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the kit from walmart, so this is an out of box issue. When the customer performed the test correctly the customer got negative covid result. The customer tested positive for covid 19 at the doctor's office the next day. The customer has thrown away the test cassettes. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.